Manufacturer narrative:
Exact date unknown, event occurred eight months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was also noted that the ipg was not functioning. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The explanted ipg was discarded.